Manufacturer narrative:
(B)(4). The results of this investigation concluded there were calcifications in all three leaflets with distortion and effacement of valvular architecture. All three leaflets contained tears. The majority of leaflet 1 had been previously excised/fragmented and the remainder of the leaflet tissue was fibrotically thickened. Leaflet 2 contained fibrous pannus ingrowth on the inflow surface. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, calcifications and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a trifecta valve which had been implanted on (B)(6) 2012 was explanted and replaced with a 21 mm regent heart valve due to stenosis, calcification and high gradient. The patient is reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a trifecta valve which had been implanted on (B)(6) 2012 was explanted and replaced with a 21 mm regent heart valve due to stenosis and high gradient. The patient is reported to be stable.